Manufacturer narrative:
The axium prime coil has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use) during the coiling treatment of aneurysm. It was reported that the physician attempted to detach the coil several times with using instant detacher and two times attempted with manual method but still coil did not able to detach. Decided to remove the coil from the patient. After the coil was retrieved from microcatheter, the coil detached when the coil was taken out from the sheath. Coil detachment was confirmed outside of the patient's body. Yes, the device prepared according to the instructions per the IFU.